Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 300mcg/ml at 500mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had baseline symptoms return. Per the managing healthcare provider it was ¿within the last couple of weeks¿. The patient was brought back to the operating room for a catheter revision/replacement. The surgeon noted a couple areas of the catheter that looked to be compromised. The catheter was replaced. It was unknown if there were any diagnostics or troubleshooting performed. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: the date manufacturer received on the initial MDR should have been 2020-02-04. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017explanted: (B)(6) 2020 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2020explanted: (B)(6) 2020 product type catheter product ID 8780 lot# serial# (B)(6) product type catheter h3: the pump and 8784 catheter were returned with no significant anomalies found. The 8780 catheter was returned and found to have damage to the catheter body, an area of compression on the catheter body and a cut/slice in the catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump ((B)(4)) and the revised catheter ((B)(4)) were received for analysis on 20-mar-2020. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. ¿ corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the catheter had a break, tear, and/or hole. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: the manufacturer date received on the initial MDR should be 2020-01-30 h10 ¿ the manufacturer¿s device registration system indicates that the catheter was revised on (B)(6) 2020 and not completely replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2020-02637: information was received from the patient representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's catheter was kinked. The issue was not realized until last week when the patient went into full withdrawal. It was noted that the patient was working with the healthcare provider (hcp) and was still not looking right. No further complications have been reported as a result of this event. However, it has been determined that the above information is for the same event being reported in this manufacturer's report (30042 09178-2020-02790). All additional information received regarding this event will be reported in manufacturer's report # 3004209178-2020-02790. Additional information was received on 28-feb-2020 from the patient¿s father who reported that the kinked catheter was replaced on (B)(6) 2020, but the patient was still having the same issues he had before the surgery. Per the reporter, they could not figure out why the patient was still having these issues including an altered mental state. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via device manufacturer representative indicated that 3d medical imaging and computed tomography confirmed that the catheter was leaking. The patient experienced withdrawal and overdose. The patient was given oral medication and surgery was performed. It was unknown if the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.